Event description:
The customer reported button error alarms, unresponsive buttons and a blank display. The customer stated that she was pushed into a pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronics assembly and motor.